Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('2 disrupted and distorted silver metallic coils') and pelvic pain ('pain - pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "2 disrupted and distorted silver metallic coils". The patient's medical history included right lower quadrant pain, nabothian cyst and hemorrhagic cyst. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain upper ("pain: stomach"). In 2011, the patient experienced migraine ("migraines/headaches"), feeling abnormal ("brain fog") and amnesia ("memory loss"). In 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea(cramping)"), back pain ("back pain"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy laparoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, bladder disorder, urinary tract infection, fatigue, alopecia, nausea, weight increased, migraine, feeling abnormal, abdominal pain upper and amnesia outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, amnesia, back pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, migraine, nausea, pelvic pain, urinary tract infection and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs: essure insertion and confirmation was done on the same day. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure confirmation test(s) (unspecified) bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('2 disrupted and distorted silver metallic coils') and pelvic pain ('pain - pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "2 disrupted and distorted silver metallic coils". The patient's medical history included right lower quadrant pain, nabothian cyst and hemorrhagic cyst. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain upper ("pain: stomach"). In 2011, the patient experienced migraine ("migraines/headaches"), feeling abnormal ("brain fog") and amnesia ("memory loss"). In 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), back pain ("back pain"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy laparoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, bladder disorder, urinary tract infection, fatigue, alopecia, nausea, weight increased, migraine, feeling abnormal, abdominal pain upper and amnesia outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, amnesia, back pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, migraine, nausea, pelvic pain, urinary tract infection and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs: essure insertion and confirmation was done on the same day. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure confirmation test(s) (unspecified) bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Case becomes an incident. Removal was added. Reporter,surgery names and dates were added. New event added: 2 disrupted and distorted silver metallic coils based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.